Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that upon opening the product packaging, it appeared the insert was contaminated.

Event description:
It was reported that upon opening the product packaging, it appeared the insert was contaminated.

Manufacturer narrative:
Conclusion: a batch and process quality review was completed for the complaint lot. There was no issue recorded in the batch device history record. No previous complaints were received for the batch. The material was identified by ftir as potentially being adhesive tape. Candidate samples from production areas were submitted for analysis. No definitive match was made. This complaint could not be confirmed as being manufacturing related, however a potential non-conformance record nc (B)(4) was initiated to review all processing areas to identify the potential risk of this type of contaminant. Where adhesive tape was present in the processing areas, it was removed. The adhesive tape in these locations were submitted as samples that were analysed and not found to match the complaint. There is no direct product contact with these surfaces, this is a precautionary measure.